Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The most likely for the reported failure can be attributed to a patient specific event. As no further investigation was able to be performed no change in harm was identified.

Event description:
Hto was completed and failed after 6 months breaking 4 screws.